Manufacturer narrative:
Conclusion: the surgeon stated he sutured the mesh at/on the edge of the defect rather than providing sufficient overlay/coverage of the defect. Surgeon indicated this as the reason for the recurrent hernia noting that the mesh pulled free from its anchor points on the fascia.

Event description:
Customer reported that a patient presented with a recurrent hernia at an unspecified time following a ventral hernia repair. The patient was returned to surgery for repair. The surgeon reports that the mesh was placed on the edge on the fascia and pulled free from its anchor points due to this insufficient overlay during initial implant.